Event description:
The user was running a test on the abl 827. While aspirating, the abl displayed an error message "obligatory input" and made an alarm sound as when the sampler bar code have to be scanned. The user could not do anything while the abl was aspirating and waited until aspiration was finished and then scanned the bar code. At the same time as the code was scanned (at 22:04 h), a result was displayed on the screen of the abl. However, at this time the abl was still displaying "measuring" and therefore, the user did not trust the result. A second test for comparison was run on another abl and the second result was quite different from the first. The user believes that the first result is from a test earlier the same day (at 17:17 h) and that this result by mistake have been labelled with the ID from the sample tested at 22:04.

Manufacturer narrative:
Data logs have been received, but it was not possible to fully investigate the provided data as the database is anonymized. A 1:1 copy of the database have been requested and received.

Manufacturer narrative:
The following information was found during an internal review at radiometer medical on 05/01/2017: we have been analyzing the provided videos and service dumps from the customer together with abl800 software r&d. We have not been able to reproduce the behaviour, and looking through the techline database there are no any similar cases. By analyzing the database we have found one problem which could have a relation to what the customer observes. In the audit trail we can see there is a value missing in the database (the 'from' value) this is blank and it should have been the value measured by the customer.